Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the patient did not cross over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the outpatient to inpatient encounter flip was not showing in the station. The technical support specialist (tss) found hl7 messages in the database and requested a patient example for troubleshooting. The case was escalated to the interface team at the customer's request to verify message processing using a test patient. Station es requires a14, a15, and a16 messages to move patients from pre-admission to admission, but only a14 is supported by pyxis es. A15 and a16 were not mapped. Epic suspected ¿pending¿ status messages were causing issues and suggested consulting a bd interface engineer before blocking pending admissions. The tss confirmed with the customer and received permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.